Event description:
The caller reported experiencing a continuous glucose monitor (cgm) error with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reoccur, allowing the caller to successfully start a new sensor session.